Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly at the failure analysis center. The cause the reported failure was determined to be due to a stuck and shorted energy up button.

Event description:
It was reported that the device would not respond to the energy select or charge buttons when they were pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.